Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection fortum (1.5 grams, route, frequency, and duration not reported), injection amikacin (125 milligrams, route, frequency, and duration not reported), and vancomycin (1 gram, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal ultrabag 1.5% therapy was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.